Manufacturer narrative:
The report of ineffective therapy was not able to be confirmed. Analysis of the returned paddle lead found it was returned in multiple segments as a result of the explant procedure. There was extensive damage to the lead tail bodies with multiple broken wires. There was no evidence of any broken wires or damage that would have occurred prior to explant that would have contributed to the allegation.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention during which the system was explanted.